Event description:
This notification was opened for review for information received that a patient with an unknown device has passed away. There was no claim that the device contributed to the cause of death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.